Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm ratcheted handle 33cm, dings and scratches were noticed throughout the shaft. Also, there was a crack seen near the distal end of the shaft. IFU 10000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.